Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the hypotube identified that the hypotube was broken at 48.7cm distal to the strain relief. Both sections of the break were held together by the outer sheath on the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 07-oct-2011. It was reported that during preparation for an angioplasty treatment procedure, a shaft kink occurred. A 12x2.50mm apex monorail was loaded onto a .014 guide delivery system outside of the patient when a shaft kink was observed. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is ok. Device analysis revealed a break of the shaft.